Manufacturer narrative:
Device has been returned for evaluation. The customer¿s complaint of the button sticking was confirmed. The service technician observed the old version main switch was broken, unit required upgrade to new version switch. Normal wear on housing and video connector was found. Unit passed all other functional tests. The cause can be attributed to a component failure. No further information was reported.

Event description:
The customer reported to olympus that during a diagnostic procedure, the on/off button was stuck in the on position. The intended procedure was completed with the same device. There was no patient injury reported.

Manufacturer narrative:
This supplemental report was submitted to provide additional information from the original equipment manufacturer (OEM) for MDR# 8010047-2020-04285. The OEM performed a device history record review and no abnormalities were found. An investigation was completed by the OEM and determined that there is no manufacturing, material or processing related cause for this failure mode. Based on the investigation, from the date of manufacture (october 3, 2013), it is assumed that the power switch was damaged due to the amount of operating force applied to the power switch and the number of times that the power switch was exceeded the assumed value because the product was a product prior to countermeasures due to a change in the power switch design. Olympus will continue to monitor complaints for this device.